Event description:
The patient was to undergo an MRI of the cervical spine in a 1.5t philips achieva MRI scanner. She reported having tattooed eyeliner 3 yrs earlier which caused a "severe scratching sensation" in her eyelids when previously attempting MRI scans of her cervical spine and knee. The previous attempts were performed on a 1.5t siemens espree short bore MRI. We tried the MRI procedure again but again, she experienced pain in her eyelids where she had been tattooed. She was only able to tolerate 25 seconds of scanning. A t2 weighed sagittal scan was being performed when she noted the extreme discomfort. Upon exiting zone 4 of the MRI suite, the pain subsided. No redness of the eyelids was observed and the patient was released without further incident. Her chart was updated to include MRI as a contraindication at our facility.